Manufacturer narrative:
(B)(4). Vyaire medical has received the suspect component, cap diaphragm set, for evaluation. At this time, an investigation of the device is underway, but has not yet been completed. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the oscillator suddenly shut down with a loss of pressure while in use on a patient. The respiratory therapist found the broken cap/diaphragm on the ventilator, while troubleshooting. When the end-user replaced the cap, the oscillator pressurized back to normal. The patient had been on this ventilator for approximately one week prior to this issue occurring. Manual ventilation was provided to the patient and there was no patient harm/injury associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire medical manufacturing plant received the suspect component, a cap diaphragm set, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The device meets manufacturer's specifications.